Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error alarm. The customer¿s blood glucose level was 151 mg/dl. The troubleshooting was performed. The customer was advised to observe time clock for one minute to verify if time advances and found that it was advancing. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test.